Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarms unexpected restart multiple times. Customer does not recall any significant events leading to the error, except that the alarms occur after battery changes. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarms and customer did not have the serial number with her. She indicated that she would call back at a later time to troubleshoot. No further information was provided.